Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine pacemaker replacement procedure, over-sensing on the patient's atrial lead was noted. The physician elected to cap and replace the lead on (B)(6) 2020. The patient was in stable condition.